Manufacturer narrative:
The subject device was not returned for evaluation. Service repair communication with the customer informed that the customer cancelled the service repair request. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device has intermittent power loss. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the intermittent power loss could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.